Event description:
On (B) (6) 2009, the pt was implanted with a scs system. The pt had good coverage where needed for the first 3 weeks after implant. Four weeks post-implant, the pt subsequently found that the stim became uncomfortable and only felt it in the abdominal area. On (B) (6) 2010, the lead was explanted. The doctor replaced the 3219 lead with a 3288 lead due to lead migration. The doctor also electively replaced the ipg with a new eon mini. The pt had good stim again where needed post-op.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.